Event description:
A caller reported experiencing a cracked and shattered touchscreen on their pump, rendering the device unresponsive. There was no reported impact to the customer's blood glucose level as the caller declined to provide specific values. The customer reverted to an alternate form of insulin therapy.